Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited expected tones and recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. The device remains in service but replacement was recommended. No adverse patient effects were reported. Gfe will be sent as save data was not received by ts.

Manufacturer narrative:
FDA 3500a section device codes, h6: new code added.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. The device remains in service but replacement was recommended. No adverse patient effects were reported.

Manufacturer narrative:
FDA 3500a section device codes, h6: new code added.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited expected tones and recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. The patient underwent a surgical intervention to remove the ICD and implant a new device. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited expected tones and recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. The patient underwent a surgical intervention to remove the ICD and implant a new device. No additional adverse patient effects were reported.

Manufacturer narrative:
FDA 3500a section device codes, h6: new code added. The returned implantable cardioverter defibrillator (ICD) was analyzed and a review of the device memory confirmed that a low voltage alert, code 1003, was recorded. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal.